Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported that when attempting to remove an unspecified number of tampons, she expressed that it seemed like the strings were weak. Therefore, she removed the pledgets without using the strings, and reported that the pledgets fell apart. She manually removed the remaining pledget pieces from her vaginal cavity. The tampons were worn for approximately 8 hours and were mostly dry upon removal. No medical attention was sought, and no adverse health effects were experienced.